Manufacturer narrative:
Device data was sent in for review. The rate cutoff (rco) was lowered to shorten the time to therapy. The patient's medications also planned to be optimized to reduce the vt episodes. The sensing vector was not changed, as there was only one vector that passed s-ICD screening. However, the gain was set to 2x to improve further detections. Additional information received indicated that a revision procedure was performed and the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received multiple inappropriate shocks. The patient also experienced syncope. A review of device data indicated there were a total of nine episodes, seven treated and two non-treated. The episodes indicated that the patient was in a slow ventricular tachycardia (vt), which was being double counted. Once the shock was delivered, the rhythm accelerated to ventricular fibrillation (vf). The time to therapy was greater than 40 seconds in one episode and greater than 60 seconds in the other episode, however both resulted in successful conversion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.